Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibia cemented cat#: 42532007501, lot#: 63415783, persona cr articular surface cat#: 42511000510, lot#: 63291592, persona all poly patella cat#: 42540000035, lot#: 63443986. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:3007963827 - 2018 - 00006, 3007963827-2018-00005. Remains implanted.

Event description:
It was reported that the patient is experiencing swelling and a continuous rash around the knee area after total left knee replacement. Patient is inquiring about being allergic to the metal in the implants.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to the patient condition due to the metal sensitivity of the patient. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.